Event description:
On (B)(6) 2011, customer reported that their dxc 600i instrument was generating "cuvette no dry before first reagent dispense" errors, and fluid was leaking from both reagent probes. Customer technical support (cts) advised customer to wear personal protective equipment before checking the reagent syringe, probe tubings, and a/b valve for tightness. Customer stated that they were tight. No injuries or exposure were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the a/b valve assembly and the bubble generator. This resolved the issue and no further leaking was reported.

Manufacturer narrative:
(B)(4).